Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 the patient experienced redness, purulent discharge, rash, and itching of the peg area. During an ad hoc visit to the hospital, the patient was diagnosed with a local inflammatory process with a possible purulent superinfection and treated with 2.600mg of oral antibiotic clindamycin. On (B)(6) 2024, the patient had an inflammatory lesion with erythema with leakage of purulent contents. The patient had no fever or abdominal pain. On (B)(6) 2024 the patient had improved. On (B)(6) 2024 there was a reduction in the diameter of inflammatory lesion, erythema, and leakage of purulent contents.